Manufacturer narrative:
Reported event: an event regarding a loose cup involving 2.1 rio robotic arm int. Orth. System, catalog: 204000 was reported. Method & results: device history review: a review of the DHR associated with rio 256 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 204000) the complaint databases were reviewed from 2011 to present for similar reported events regarding a loose cup. There was only 1 other reported events (B)(4). Conclusion: the session data and post-op x-rays from the case were reviewed. An analysis of the verification values, impaction depth, and bone registration was completed. Based on the log, all verification values are within tolerance. The initial impacted cup was noted to have been loose during trialing. The cup was impacted 2.33 mm proud than the reamed, which could contribute to loose cup. The overall pelvic registration was acceptable but some degree of inaccuracy may happen due to unbalanced rim points. The data at this time shows the rio operated as expected.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the surgeon felt that the cup was not advancing and did not like the placement of the cup. It was discovered on x-ray that it appeared that the cup had moved. The surgeon confirmed that the cup had moved by dislocating the hip. The surgeon removed the cup and liner, manually impacted the cup under fluoro, and placed a new liner. The procedure was successfully completed and there was no harm to the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the surgeon felt that the cup was not advancing and did not like the placement of the cup. It was discovered on x-ray that it appeared that the cup had moved. The surgeon confirmed that the cup had moved by dislocating the hip. The surgeon removed the cup and liner, manually impacted the cup under flouro, and placed a new liner. The procedure was successfully completed and there was no harm to the patient.